Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-08-01). When the esg-100 electrosurgical unit was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the high-frequency output of the esg-100 electrosurgical unit could not be activated. As a result of this, a polyp was cut mechanically and bleeding occurred. However, this bleeding could be stopped by clipping. No further information was provided but the intended procedure was successfully completed.